Manufacturer narrative:
Further analysis was performed on the main printed circuit board assembly and the lower case. Visual inspection revealed no anomalies with the main board, but the lower case had a broken screw boss and red battery wire had compromised insulation. Bench analysis found that the device powered up with an error. After the electrically erasable programmable read-only memory (eeprom) was replaced the device powered up normally. The device was run on the automated test console and all tests passed. The error that was displayed on the device was also documented in the error log. This error is a communication error between the die stack and the microprocessor, the microprocessor times out waiting for a response from the die stack. Conclusion: customer report verified, the eeprom was corrupt.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the reported event; the main printed circuit board assembly found out of electrical specification. Analysis also found the lower case battery wire was pinched (exposed wires), the lower case was broken, six case screws were contaminated, and display wire was pinched (not compromised). (B)(4).

Event description:
It was reported an error code displayed, unable to clear. The device was returned for repair. There was no patient involvement.